Manufacturer narrative:
The technician replaced the pivot slide extrusions to repair the bed.

Event description:
The technician indicated the slide pivots on the head section came out of the slider pivot extrusions.